Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 video submitted for evaluation. The reported issue of leakage was confirmed upon inspection of the video. However, bd cannot confirm the cause of the failure since no sample was returned for evaluation. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd q-syte ext set, luer-lok 6 in micro bore leaked. The following information was provided by the initial reporter, translated from chinese to english: after successful puncture, there is a leak.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.